Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The inspection process includes a pull test to ensure the luer connection to the extension tubing is secure. Without an evaluation of the device a root cause cannot be determined. The report indicated the catheter has been implanted for 6 years with no reported problems. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When ending the treatment by reinfusion, the nurse suddenly heard a "pssst" sound. The nurse saw immediately that the catheter had come loose. The nurse closed the clamps and pushed the catheter back together out of intuitive reaction. This patient had minimal loss of blood because the nurse reacted in time. The patient also received a single dose of antibiotics.